Manufacturer narrative:
.

Event description:
An explanted generator was received after a prophylactic generator replacement. Analysis for the generator completed. The diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The battery measured 2.816 volts, and did not show an end-of-service indicator. The downloaded data revealed that 80.047% of the battery had been consumed. There were no additional performance or any other type of adverse conditions found with the pulse generator. The downloaded data was reviewed and it showed evidence of high impedance occurring, possibly during implant of the device. Additional relevant information has not been received to-date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently reported high impedance. Relevant tests/laboratory data, corrected data: initial report did not include all impedance values device available for evaluation, corrected data: initial report inadvertently marked this as "no" and product received date was not included. (B)(4).

Event description:
This device captures up to 10 changes of 25% in impedance values, and therefore, a high impedance event would have been captured within the generators internal programming history if it were present. From a review of the generator internal programming history, a high impedance value was not seen prior to the date of explant, and therefore, no generator malfunction is suspected to have occurred. High impedance on the date of explant is an expected occurrence as the generator runs a 24 hour diagnostic check which will produce an impedance value that will be stored on in the generator¿s memory. If the generator is disconnected from the lead during this check, high impedance is expected, and therefore it is likely a high impedance value will be stored on or after the date of explant. In this case, high impedance was only seen within the generator¿s memory on, and after the date of implant, and therefore the report of a malfunction previously captured, is not expected, and was reported in error. No other relevant information has been received to date.